Manufacturer narrative:
The field service rep spoke with the user who stated the problem appeared to be with the mixtower and declined a service visit at this time.

Event description:
The user experienced an ongoing issue receiving discrepant potassium results with linearity material. The following potassium results were generated from the same bottle of linearity material run on different dates. On (B) (6) 2009, user received results of 26.8, 26.9 and 26.7 meq per l. On (B) (6) 2009, user received results of 26.6, 26.7, and 27.0 meq per l. On (B) (6) 2009, user received results of 27.4, 27.6, and 28.0 meq per l. On (B) (6) 2009, user received results of 26.9, 27.0, and 27.5 meq per l. On an unk date, user received results of 27.0, 27.1, and 27.2 meq per l. No pt samples results were affected by this issue.